Manufacturer narrative:
The valve was received with its distal catheter cut at around 4 cm from the valve. Patency testing with air and water showed no anomaly. Visual inspection under magnification revealed no anomaly. Valve was pressure/flow tested and found within specifications (stage ii at 26 ml/h). The device history records review did not reveal any anomaly that could explain the reported overdrainage. Valve was tested within pressure/flow specifications at time of manufacturing.the complaint is not verified by the valve investigation. The exact cause of the reported overdrainage could not be determined. Valve overdrainage is a known patient-related complication of valve therapy, as stated in the device instructions for use. Device identifier (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A (B)(6) years old patient who had been implanted with the 909712 osv ii valve system on (B)(6) 2019 presented with signs of overdrainage. The patient was scanned and showed subdural hematoma. The valve was removed and replaced with another valve on (B)(6) 2019.